Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. An investigation has not yet been completed on the electrode belt. Device evaluation of monitor has been completed. The reported problem (patient treatment) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Patient received 16 appropriate shocks during vt/vf. Fifteen of the arrhythmias were converted to a slower rhythm. During treatment 16 the patient experienced induced vf. The patient received a non-lifevest defibrillation and the arrythmia was converted to a slower rhythm. The patient received asecond non-lifevest defibrillation. Rhythm at time of treatment was vt @ 250 bpm. Post shock rhythm was vf with motion artifact. The patient received a third non-lifevest defibrillation: rhythm at time of treatment vf. Post shock rhythm is not available. The response buttons were pressed after treatment 8, treatment 10, treatment 14, and treatment 15. The patient was in the hospital prior to the event, during the event, and remained there following the event. As reported, the doctors have a plan to insert an implantable cardioverter-defibrillator (ICD) but are trying to figure out why the patient keeps going into arrhythmia. Patient is intubated and sedated. Patient is no longer wearing the lifevest.

Manufacturer narrative:
During investigation of the belt for an unrelated issue the belt was unable to complete a falloff test. The cause for failure was isolated to multiple components on the distribution node show thermal damage. The root cause of the thermal damage could not be positively identified. No adverse event resulted from the damaged belt. The monitor and electrode belt were returned to the distributor. An investigation has not yet been completed on the electrode belt. Device evaluation of monitor has been completed. The reported problem (patient treatment) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. Patient received 16 appropriate shocks during vt/vf. Fifteen of the arrhythmias were converted to a slower rhythm. During treatment 16 the patient experienced induced vf. The patient received a non-lifevest defibrillation and the arrythmia was converted to a slower rhythm. The patient received a 2nd non-lifevest defibrillation. Rhythm at time of treatment was vt @ 250 bpm. Post shock rhythm was vf with motion artifact. The patient received a 3rd non-lifevest defibrillation: rhythm at time of treatment vf. Post shock rhythm is not available. The response buttons were pressed after treatment 8, treatment 10, treatment 14, and treatment 15. The patient was in the hospital prior to the event, during the event, and remained there following the event. As reported, the doctors have a plan to insert an implantable cardioverter-defibrillator (ICD) but are trying to figure out why the patient keeps going into arrhythmia. Patient is intubated and sedated. Patient is no longer wearing the lifevest.